Event description:
Boston scientific received information that the a patient implanted with this lead exhibited a reading of less than 200 ohms at a follow up visit. Investigational surgery planned in the next 2 weeks. Dr. (B)(6) hospital: (B)(6) canada. Event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).